Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came back from CT, but the patient temperature (pt) only read dashes, and they could not start therapy in an arctic sun device. Only an esophageal probe in place. Moved it to bedside monitor and confirmed it was not reading there either. Explained the probe might be damaged. No troubleshooting foley in place. They could place a rectal or another esophageal. As per follow up information received via email on (B)(6) 2023, it was reported that there was originally an issue, but they changed the probe, and the temperature began to read correctly. They were able to use the device with no issue.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient came back from CT, but the patient temperature (pt) only read dashes, and they could not start therapy in an arctic sun device. Only an esophageal probe in place. Moved it to bedside monitor and confirmed it was not reading there either. Explained the probe might be damaged. No troubleshooting foley in place. They could place a rectal or another esophageal. Per follow up information received via email on 04aug2023, it was reported that there was originally an issue, but they changed the probe, and the temperature began to read correctly. They were able to use the device with no issue.